Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned inside the tyvek pouch without any blood or contrast visible. This is consistent with the reported information that the catheter was not used during the procedure. There was no damage noted to the device. The analysis confirmed that the bottom and right side of the vender seal was pulled open. However, there was evidence of a seal as both sides appeared to have been originally sealed. There was no other damage noted to the pouch and the manufacturing seal was completely sealed. Factors that can contribute to an open pouch prior to use includes, but is not limited to, manufacturing, handling during distribution, storage environment, transportation method and/or handling at the account. It is possible that the product could have been removed and opened during another procedure, but had not been utilized and then inadvertently placed back into storage for use. Although a definitive cause cannot be determined, it is unlikely that the pouch was opened during manufacturing since the header bags are received from the vendor completely sealed along the two sides and the top of the pouch. Additionally, when they are first received, the pouches undergo acceptance testing prior to being released for use in manufacturing. Then, once the completed catheter is coiled, it is inserted into the bottom of the header bag and then the bottom of the pouch is sealed during the manufacturing process at abbott vascular. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this event and the returned product analysis, a definitive cause for the reported unsealed pouch cannot be determined. However, there does not appear to be any indication of a product quality deficiency. This type of reported event will continue to be monitored. The packaging seals on the header bags are 100% inspected on-line during the manufacturing process to ensure all products are properly sealed. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during un-packaging, it was noted that the pouch was not completely sealed. (Confirmed to be the vender seal) there was no patient involvement. Another trek was used to complete the procedure successfully. No additional information was provided.